Event description:
It was reported to philips that the system was unable to produce x-rays, preventing imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned (non-emergency) procedure, which was delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system on-site and found that the system was unable to produce x-rays. Analysis of the system's log files showed a malfunction message indicating that the system was unable to produce x-rays, and it was determined that the root cause of the malfunction was a software issue. To resolve the issue, the fse performed a cold reboot. After the reboot, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.